Event description:
The customer reported that the insulin pump is delivering too much insulin. The blood glucose reading was 83mg/dl. The caller also stated that sometimes the device was not giving enough insulin, and she is not comfortable with the insulin pump. The customer mentioned that her blood glucose is not low at the present time because her doctor has made adjustments to her settings. The caller requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.